Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right ventricular (rv) lead exhibited gradual rising impedance leading to undefined impedance qualified as high, loss of capture and polarity switch. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a warning for high impedance and high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.